Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer tubing had environmental stress cracking (non-electrical). The distal conductor was distorted. The outer tubing overlay had blood/body fluid, was melted, had cosmetic environmental stress cracking, and was breached cut. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage. A breach in the outer tubing was observed. This does not act as an insulation and does not compromise the integrity of the lead.

Event description:
It was reported that the right ventricular (rv) lead had impedance variations. Once the pocket was opened, the physician visualized an insulation breach of the rv lead on the main lead body. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.